Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. However, representative sterile units were returned. Testing was performed on the representative units. Engineering was unable confirm that the scissor blades were dull and the complainant¿s experience could not be replicated. The representative units met current specifications and there were no visible non-conformances. In the absence of the event unit, it is difficult to determine the exact root cause of the event. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: lap chole. Cer 1 of 2 - (B)(4). Cer 2 of 2 - (B)(4). Pending further information from surgeon however time restraints mean submitting with information currently provided, scissors found to not be cutting sufficiently, surgeon commented that they appeared blunt. Scissors from a different lot number were opened and clinician had no further issues with product. Additional information received via email on december 2, 2019 from customer relations nz, [name] the two event samples have not been returned. Patient status: patient is fine, and completely unaffected. Intervention: product was replaced with another.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: lap chole. Cer 1 of 2 - (B)(4). Cer 2 of 2 - (B)(4). Pending further information from surgeon however time restraints mean submitting with information currently provided, scissors found to not be cutting sufficiently, surgeon commented that they appeared blunt. Scissors from a different lot number were opened and clinician had no further issues with product. Additional information received via email on december 2, 2019 from customer relations nz, [name] the two event samples have not been returned. Patient status: patient is fine, and completely unaffected. Intervention: product was replaced with another.